Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was seen in the office on (B)(6) 2017. The patient was on a higher amplitude so it was lowered and placed on program 3 at 0.9. They were going to follow-up in six months with the hcp and call the hcp office as needed.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that when patient had previous interstim on other side, she would feel a sharp jolt that was very uncomfortable. There were no further complications that have been reported as a result of this event.